Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although no product was returned, no malfunction of the device is believed to have occurred; the device is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.

Event description:
The customer reported that a patient in the nicu had an infiltration that required unspecified medical treatment for the resultant "burn". The clinical staff are concerned that the device did not alarm for occlusion as they expected it to when an infiltration occurred.